Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supervisor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a heart cath, the tr band was inflated with 13ml's air; however, one hour later, the tr band deflated. The location of the leak was unknown. There was no blood loss, and the patient was stable. There was no bleeding after the tr band had lost air. There was no noticeable damage to the device. The device was not manipulated before use in any way - pre-use or during storage. The product was stored in normal conditions.